Event description:
It was reported that the patient faced bent cannula on (B)(6) 2026.the infusion set was in use for three days. The patient reported pain at the infusion set insertion site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.